Event description:
It was reported that the patient¿s glucose level rose to 300 mg/dl while wearing the pod, on their abdomen, between 4 and 24 hours. Investigation of returned device found the cannula to be torn. The device was originally reported for not sure delivering insulin. As treatment, a new pod had been placed.

Manufacturer narrative:
Tears were observed in the exposed portion of the cannula which resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp3a.250905.014. Hardware: pixel 7. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.